Event description:
Physician reported a pt he injected with 0.3 cc of radiesse developed redness and a rash at the left nasolabial fold two days post-injection. The pt returned to the physician presenting with an area of dark staining at the fold. He prescribed keflex and bactrim for infection as he felt there may be an acne lesion present under the skin, which was penetrated during injection.

Manufacturer narrative:
Physician reported the pt did not see improvement with the antibiotic treatment and during a consult with (B)(4), the possibility of vascular compromise was discussed. Photos showing the physical presentation were received; indicative of vascular occlusion. Treatment using warm compresses and localized wound care were discussed. F/u info reported by the office mgr states the pt is healing but it will take time for resolution. The device history record for radiesse lot# 1036850 was reviewed. All required incoming, in process, and final release testing specifications for this lot were met prior to release. No non-conformances were discovered that would have contributed to this event.